Manufacturer narrative:
Journal article: selective embolization of a pulmonary artery rupture caused by a cournand catheter authors: christoph a. Kaiser, rolf w. Hugli, laurent m. Haegeli, matthias e. Pfisterer journal: catheterization and cardiovascular interventions year: 2004 reference: doi 10.1002/ccd.10780. Date of publication a procedural image was provided in the article. The image showed angiography of the ruptured pulmonary artery branch with intrapulmonary leak of dye. The image also showed angiography after embolization with obliteration of the ruptured branch. If information is provided in the future, a supplemental report will be issued.

Event description:
A case report was submitted. The patient presented to hospital with severe and symptomatic degenerative aortic stenosis and significant pulmonary hypertension which was revealed by echocardiography. Right heart catheterization was performed before coronary angiography to verify elevated pulmonary artery pressures. A medtronic 7fr cournand catheter punctured the right femoral vein and was advanced to the right ventricle and the left pulmonary artery. The pressures measured in the pulmonary artery were uneventful so the catheter was pulled back into the right ventricle and right atrium when sudden dyspnea, cough, and massive hemoptysis occurred. The patient deteriorated rapidly. It was assumed that a rupture of a major branch of the pulmonary artery occurred. The patient was intubated and commenced on i.v. Protamine. Emergency angiography of the left pulmonary artery showed rupture of a major branch with intrapulmonary leak of dye. As the patient continued to deteriorate, peripheral and central embolization of the ruptured artery was immediately carried out. After the gelatine foam particles were injected the ruptured branch embolized completely and the bleeding stopped immediately. The patient was transferred to the intensive care unit with stable hemodynamic conditions. The patient was extubated 1 day later after a serial of bronchial lavages. No repeat bleeding or infective complications occurred. Coronary angiography was performed 3 weeks later, followed by successful aortic valve repair.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.